Manufacturer narrative:
The reported event was confirmed use related as per the reported event. Sample was not available for evaluation. The root cause identified is "user deviation from IFU". The reported event is addressed within the labeling as it states, instructions for use: 1. Preparation of sms prior to insertion. A. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. 4. Insertion of device: d. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over - or under - inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. 5. Irrigation of the retention cuff. If the retention cuff area becomes obstructed with fecal matter, it may be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port and depressing the plunger (figure 7). Make sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of the injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device. Ensure that water drains. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue with the dignishield rectal tube where the tube became overinflated and it was found 130mls in the balloon (the expected amount was 45ml). User were following up on if the product from the issue was saved or not but wanted to touch base to see if any guidance could be provided. Per additional information received via email 29aug2025, it was reported that the event was an educational situation. After talking with the staff involved, it was discovered that they may have been using the wrong port to flush the tube, instead filling the balloon further than the recommendation of 45 ml's. Customer has also reached out to our cps team to see if we should be deflating and checking the balloon each shift because it is not currently in our policy. No patient impact reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue with the dignishield rectal tube where the tube became overinflated and it was found 130mls in the balloon (the expected amount was 45ml). User were following up on if the product from the issue was saved or not but wanted to touch base to see if any guidance could be provided.